Event description:
It was reported to baxter (B) (4) that a flofusor sv 2ml/hr device overinfused during patient use. The infusor was filled with 54ml of 5-fu and 42 ml of 5% glucose (total of 96 ml). The device was set to infuse in 48 hours and was discovered empty after 24 hours. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The customer reported that the device is not available for evaluation; therefore the device will not be received by baxter. Should the device be received, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B) (4)